Event description:
Reporter indicated that vns pt was seen in hospital emergency room due to a series of seizures. It was reported that use of the magnet during the episode did not abort the seizures but did lessen the intensity of the seizures. The pt was seen by treating neurologist three days later, at which time programmed device settings were adjusted. Investigation to date has been unable to determine whether the reported event was related to the vns therapy.